Event description:
User reported false positive result. Symptomatic (bad cough). Negative on unknown test two days later. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4).

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4).

Event description:
User reported false positive result. Symptomatic (bad cough). Negative on unknown test two days later. Fully vaccinated.